Event description:
Customer's son-in-law reported that the customer passed away. The last blood glucose reading was not known. He reported that the customer had a pacemaker and that the cause of death was complications of diabetes. She was wearing the insulin pump at the time of her passing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.